Manufacturer narrative:
The device was buried with the patient and will not be returned to boston scientific, crm for analysis. If further information becomes available, an updated report will be submitted.

Event description:
Boston scientific received information that the implant of this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to this patient's death. There was no allegation of product malfunction; no autopsy was performed; and the patient's progressive heart failure condition was implicated as the direct cause of death. Also, analysis of the data disk by our technical services department confirmed the device was functioning as expected although only limited information was available since the disk contained only implant data and the patient died five days later. However, it was reported that the induction testing during implant contributed to the patient's death.